Manufacturer narrative:
(B)(4). Date sent: 10/27/2025. D4 batch #: y7044j. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the clamp arm detached and the it was returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. However. The blade was tested separated and no alert screen was observed. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch y7044j, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device could not be activated. And then ¿replace instrument¿ alert screen is displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.